Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient met with a manufacturing representative and when he tried to set it, the patient wasn't feeling anything so they decided to replace it. The patient just had the device replaced yesterday and currently had stimulation off. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient fell and after the fall their implant never worked the same and the patient could not feel stimulation. As a result the patient's implant was replaced. The implant had already been replaced at the time of the call and not issues with the replacement unit were reported. No complications were reported or anticipated.